Event description:
Emergency medical technicians responded to a person, condition not reported. The device was connected to the patient with ECG electrodes for cardiac monitoring. According to the rptr, the device reset, lost power, regained power then locked up. A backup device was called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.